Event description:
It was reported that following a motor vehicle accident the right atrial (ra) lead showed intermittent undersensing. Follow up indicated that a subsequent device check revealed the lead was functioning as expected. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.